Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to pain, elevated metal ions and psuedotumor. Only the r3 cocr liner, hemi head and modular sleeve were removed. Subsequent surgeries performed (B)(6) 2015 & (B)(6) 2016 due to infection and insertion of antibiotic spacers.